Manufacturer narrative:
The reported event that 2.3 m variax hand lock z-plate,nar,13holes was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was not attributed to be device related. The failure was caused due to possible overload which resulted in the plate breakage. The device inspection revealed the following: the returned 2.3 m variax hand lock z-plate,nar,13 holes is indeed fractured as reported. The close up views, done by the microscope of both returned parts, indicating though that the surfaces are homogenous which again indicates conformity to the given specification. The damages on the plate surface may have been caused during the revision. The microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces (possible overload). Note that even further cracks are visible just below the broken surface. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
I received a call about a hardware removal at a surgery center. Surgeon performed the case on thursday. When I spoke to the surgeon the next day, I was told the removal was due to the patient braking a 2.3mm variax hand plate. The plate has been collected from the surgery center, and the surgeon would like the plate analyzed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
I received a call about a hardware removal at a surgery center. Surgeon performed the case on thursday. When I spoke to the surgeon the next day, I was told the removal was due to the patient braking a 2.3mm variax hand plate. The plate has been collected from the surgery center, and the surgeon would like the plate analyzed.